Event description:
The case was a boy with large pda. After standard loading of the 6/8 mm pda device, the physician started to advance the device in the long sheath. Then the physician pushed out the retention skirt of the device behind the ampulla of the pda in the aorta. Then the physician pulled back the skirt and the whole system jumped over the ampulla and mouth of pda and was then in the main pulmonary artery. Maybe the device was too small, but more than likely the physician pulled the system too much. After that the device suddenly embolized to the right pulmonary artery. The physician unscrewed the device turn in turn without knowing about it. Most likely step by step during the process, the physician advanced the device from the loader to the end of the long sheath. Later in discussion, the physician admitted it as a possible reason. The physician tried to snare the device from the rpa, but it was not easily possible and saturations started to fall down. The decision was to retrieve the device surgically and close the pda surgically. Surgeons said that they took off thrombus sitting on the proximal part of the device and closed pda successfully. The child died the next morning.